Event description:
Facility reported that the clamp on the IV administration set broke allowing air into the pt and 1000 cc's of normal saline to infuse. There was no pt injury or medical intervention.